Manufacturer narrative:
Only the straight plate tab was returned. The straight plate shaft was not returned. Therefore the conditions of the complaint could not be verified by laboratory personnel. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all components can occur. A review of the manufacturing records showed no anomalies. All timesh straight plates are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient got surgery due to a intracranial hematoma. According to the report, the tack hole was found to be broken during reorientation when restoring the fixed bone. It was reported there was no fragment in the patient's body. It was also reported the doctor used a new one to complete the surgery. Reportedly, there was no injury to the patient.